Event description:
It was reported that "when removing the inserter from the patient, the ball joint broke off inside the patient. We were able to remove the broken piece from the patient."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.